Event description:
Event description guidant received information that this chronic transvenous defibrillation lead exhibited increased ventricular pacing impedance measurements. Guidant received subsequent information that this lead was surgically abandoned when it exhibited lead impedance measurements that exceeded normal impedance range (+2200 ohms). This implantable cardioverter defibrillator (ICD) was electively explanted at this time as well. There are no allegations against the device. There were no adverse patient effects reported.,